Event description:
Covidien received information of ventilator locking up. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse re-installed revision ak software, which resolved the reported issue. The ventilator passed electrical safety, calibrations, extended self-testing (est), short self-tests (sst), and performance verification testing (pvt). Covidien reference: (B)(4).